Event description:
It was reported that the system ¿cannot detect nerve while in case¿. ¿machine ok¿ while being used with simulator. To proceed with the case they changed to ¿another machine¿ so that the ¿nerve could be detected.¿ the system was ¿faulty for about 6 cases.¿ there was no patient impact. This medwatch is being filed for one of the six cases. The five other cases will be reported under the following medtronic internal reference number (the regulatory report number was not available at the time of submission): (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices (B)(4): patient interface (B)(4), response 3.0, s/n (B)(4), lot 72641400 manufactured: (B)(4) 2011 (B)(4): probe (B)(4)nim muting detector, lot unknown manufactured: unknown h3: product evaluation: -- evaluation of the mainframe ((B)(4)) in service and repair found no fault with the device. Software was upgraded to current specifications and the device was tested, and passed, to manufacturing specifications. -- evaluation of the interface ((B)(4)) in service and repair found no fault with the device. Unit tested to manufacturing specifications; all tests passed. Patient code: no consequences or impact to patient (B)(4), device code: failure to sense (B)(4).